Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle only produced "one bubble", rather than a stream of insulin, during use while priming it . The following information was provided by the initial reporter: "consumer reported when he does the priming, on every other pen needle he sees only one bubble comes out of the pen needle not a stream. Since he did not see the stream of the insulin he did not use it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle only produced "one bubble", rather than a stream of insulin, during use while priming it . The following information was provided by the initial reporter: "consumer reported when he does the priming, on every other pen needle he sees only one bubble comes out of the pen needle not a stream. Since he did not see the stream of the insulin he did not use it."